Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that b30 scope communication error with 190 scopes occurred due to abnormal communication with the scope caused by the effects of fluids, foreign matter, dust, etc on the electric contacts of the output socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that she was getting a b30 scope communication error on her olympus evis exera iii xenon light source whenever a 190 series scope was being used. According to the initial reporter, trying different towers did not alter the results either. There was no patient harm reported from this event.

Manufacturer narrative:
During a follow-up with the customer concerning the device and possibly having it returned, the customer noted that the issue had been resolved. Reportedly, cleaning the socket on the light source with compressed error resolved the reported failure mode.the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.